Event description:
It was reported that this pacemaker device exhibited a voltage alert upon interrogation pre-implant. This alert message is indicative of battery voltage too low for the projected remaining capacity and is believed to be due to device exposure to cold temperatures. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) that the device should not be used until it is cleared for implant by a boston scientific engineering (eng) analysis of device data. The device was interrogated again six days later and there was no alert message or error code observed. Ts again provided guidance to send in the device data for eng analysis to be cleared for use. The device was subsequently implanted fifteen days later. The device remains in-service. No adverse patient effects were reported.